Event description:
It was reported that during a sigmoidectomy procedure, when positioning the stapler through the anus towards the distal resection line, the surgeon observed that the staples did not have a proper b shape. Most of the staples were still open. The distal staple line was resected. The tissue thickness was normal so the blue cartridge should have been appropriate. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.